Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user elected to return an ilet system after several weeks of use due to dissatisfaction with glycemic control, describing blood glucose fluctuations from low to high despite ongoing communication with a trainer. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included device discontinuation and a request for credit. Investigation included review by the field team and clinical support, confirmation of device use history, and intake of returned product for evaluation. Investigation of this case revealed no specific device malfunction identified by support teams prior to return, and the cause of the glycemic variability remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.